Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured august 8, 2014 ¿ august 11, 2014. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. The cause of the fluid in the bag was determined to be due to an untightened non-baxter red luer cap. A functional leak test was performed by filling the device with water and tightening the red luer cap. The next day, no signs of a leak were observed from the device. The device was also leak tested using a baxter blue winged luer cap, and no signs of a leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred before use. The device was filled with 3000 mg of desferrioxamine in 52 ml of water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.